Manufacturer narrative:
H6: updated codes to reflect the results of the investigation. Investigation summary: fluid leak-side arm: the cause of the sidearm leak was an insufficient radial seal of the reservoir membrane.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a141102 (increase in pressure) reported on the initial MDR was not applicable to the event and has been corrected to a050401 (fluid/blood leak).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support following mitral regurgitation and worsening heart failure while supported by an intra-aortic balloon pump that was placed subsequent to coronary artery bypass graft surgery. On support day 12, it was reported that there was a continuous purge fluid leak at the purge side arm of the impella 5.5. There was no fluctuation in the purge flow or purge pressure when the device was observed over 12 hours. However, purge fluid continued to leak. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.